Event description:
Nurses was doing the daily defibrillator check and received a "poor contact" warning on the onestep CPR complete adult electrodes for the zoll defibrillator. Nurse replaced the pads and error warning was resolved, staff reported a potential concern for faulty pads.